Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The design vendor, 3d systems, conducted an investigation into the complaint. They state in the investigation portion of the report: review of the digital files verify components were designed to 470-500 tmj component design requirements. No missing material was identified in the right fossa design or parasolid files provided to zimmer biomet for tmjpm-2262. Models, guides, and implant samples were visually inspected and a fit check of components was completed by trained tmj and quality personnel prior to release per 470-503 tmjp-pmi final model inspection. The design vendor review of all digital files verify components were designed to 470-500 tmj component design requirements. No product was returned as the implants remain implanted; therefore no functional tests or inspections could be performed. No post-operative scans, x-rays, pictures, or physicians reports were provided. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Concomitant medical device: biomet microfixation unknown screws, catalog #: ni, lot #: ni therapy date: (B)(6) 2018. Foreign country: (B)(6). PMA/510(k) number: this product is not cleared or distributed in the u.s. However, this report is being submitted as biomet microfixation manufactures a similar device that is cleared or distributed in the united states under PMA number p020016. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported material was missing from the lateral inferior edge of fossa component and the surgeon had difficulty placing the components. Attempts have been made and no further information has been provided.